Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was found to have exhibited high pacing impedance measurement. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.